Event description:
Customer reported that she had some issues with his insulin pump. Customer stated that her insulin pump was getting stuck, not releasing and it was delivering too much insulin. Customer stated that she disconnected, change her infusion set rewind/prime and the insulin keeps dripping out of the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. The device was received in with intermittent button response due to flattened dome switches. No display ramping on its own anomaly observed during testing. Cracked on the case, reservoir tube, battery tube threads and a scratched display window also noted.